Event description:
Customer did a fasting lab comparison. The device result was 89mg/dl and the lab result was 116mg/dl. Customer was given sugar pill and stayed at the hospital for observation. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.